Manufacturer narrative:
The baxter transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. There are no known contraindications for these stretchers when used in accordance with this instruction for use. Baxter field service technician determined that the brake casters were bad. Baxter technician provided the account a repair quote for the account. Account stated either they would repair the stretcher themselves or they were going to scrap it. Baxter has contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of brake casters not holding were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that procedural stretcher brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Event description:
Baxter received a report stating that procedural stretcher brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the procedural stretcher. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.